Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen not functioning properly, dim display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states the unit display is very dim which cannot be adjusted. The device has 1st gen lcd and 3.00 software installed; requests part ID to replace the part. Advised customer to replace the ui assembly with the 2nd gen lcd installed, provided part ID and customer will order for the rp-ui assy, w/o nav-ring, gray, v60. Customer also requested the six internal parts to rebuild the current ui assembly for cost saving purposes, provided additional part info for customer reference. Resolution and disposition are pending - investigation ongoing.